Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient underwent an unrelated surgical procedure on and the ipg was not placed into surgery mode. Troubleshooting was able to resolve the issue restoring the therapy.